Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: unique device identifier (UDI)#, device available for eval?, returned to manufacturer on, device eval by manufacturer? Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during physical inspection and laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The customer did not provide a date and time of incident. The following date of (B)(6) 2024 was noted as the last power on and when the suspect pump module was attached. The suspect pump module event log shows that pcu (B)(6) was attached during the last programmed infusion. On (B)(6) 2024 at 8:50 pm, the pump module alarmed for ¿flo stop open¿. The unit was selected, and the pump module was programmed for a primary infusion of an unknown drug with a rate of 16.7ml/hr and a vtbi of 220ml. The infusion was started. Between 8:50 pm and 9:48 pm, the pump module alarmed three times for ¿occluded patient side¿ and two times for ¿door open¿. The infusion was restarted after every alarm. At 9:48 pm, the pump module was channeled off. No further infusions were noted on this day . It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. User manual - the roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v9.17), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Note to repair center: device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Please replace bezel and charge to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported over infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a1801, a0404, a040502, a040506, a0401, g0301201, g04037, g0204002, g02017, c17, c23, c0601, d11, d07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the large volume pump module had over infused. There was patient involvement, but the outcome is unknown. Although requested, further information was not provided.

Event description:
It was reported that the large volume pump module had over infused. There was patient involvement, but the outcome is unknown. Although requested, further information was not provided.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module had over infused. There was patient involvement, but the outcome is unknown. Although requested, further information was not provided.

Manufacturer narrative:
Additional information: imdrf annex a, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. Note that this report lists imdrf annex a090202, g05005, c02, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.